Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorter than expected longevity estimate due to a programmer software estimator error. The implantable device was on the list of devices affected by the longevity estimator error. The representative found a programmer with updated software, interrogated the device and established accurate battery longevity estimate. No patient complications have been reported as a result of this event.